Manufacturer narrative:
The insulin pump passed displacement test and self test. No missing segments during testing and no unexpected spot of ink in the window anomalies noted. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had ink on display screen. The customer's blood glucose level was unknown at the time of the incident. A replacement insulin pump was shipped to the customer.